Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 11sep2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was provided the part number for the flow sensor assy and discussed installation per the manual. The customer replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported failed flow accuracy test with a reading of -4 with zero set. The device was not in use at the time of the reported event; therefore, there was no patient involvement.